Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached. No pt injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was fractured and partially broke off. The bevel area was broken or melted. Burnt glue on the bevel portion was generally evident. The fiber cap condition would result in fracture. The joules verified on the fiber card were 1,450 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.